Manufacturer narrative:
This MDR was submitted (B)(4) 2013, references itc complaint #(B)(4). Customer testing performed using instrument serial # (B)(4). Method code: actual device not evaluated (cuvette/single-use disposable). Process eval performed. No related ncmrs identified for the associated instrument. Cuvette device history records reviewed and found to meet specifications. Itc has requested all data required for form 3500a.

Event description:
Pt 3 of 3. Pt 3: healthcare professional reports results lower than reference with the protime micro-coagulation system. Protime generated result of 1.3 inr. Retest performed with a second lot of cuvettes (single-use disposable) as a reference generated a 2.0 inr, which was within the pt's therapeutic range. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported. Pt 1: filed on MFR report# 2248721-2013-00021. Pt 2: filed on MFR report# 2248721-2013-00022.